Event description:
It was reported that during a cruciate ligament reconstruction, when surgeon twisted in, the screw biorci-ha broke. No patient injury was reported.

Manufacturer narrative:
Visual assessment of the screw confirmed the reported breakage. The screw was returned in eight pieces of varying sizes. Dimensional assessment is prohibitive. As reported the passing pin/guidewire was bent, this condition would require the use of excessive force to insert the screw. Further investigation is not warranted at this time.